Event description:
It was reported by the sales rep wanting to have his customer's control module sent in for the ex upgrade. There was no patient involvement.

Manufacturer narrative:
Evaluation summary: based upon the inquiry information received, visual and functional examination: the unit was found to require the interface board and black cable replaced. The device was functionally tested, met all product requirements and returned to the customer. Results: interface board and black cable replaced.